Manufacturer narrative:
Difficulties encountered appears related to the elongation of the stent during deployment. The instruction for use for the protege everflex states, "caution: failure to hold the proximal grip in a fixed position could lead to partial deployment, foreshortening, lengthening or increased deployment force." Additionally the IFU states, "caution: the stent is not designed to be stretched past its nominal length."

Event description:
This procedure was performed in another country: the patient was included in the durability study 2006. (Everflex in sfa) in 2007, the patient presented at the hospital for a 12 month follow-up and was examined by the durability investigator. According to physician, multiple stent fractures were visible on x-ray. The duplex ultrasound showed the stent was patent. The patient had no claudication complaints. No intervention is planned.